Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the tubing separated from the outlet port of the cassette. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.